Event description:
The event occurred in the USA prior to use. It was reported that while zeroing the pressures pven was not having a value during set-up. The affected hls set was connected to three cardiohelp devices for testing. On every device no value for pven was shown. The customer confirmed, that the cardiohelp can be excluded as fault. A new hls set was used and everything was working as intended. There was no delay in treatment. During priming of the hls set no visible damage was noticed. Further, zeroing the pressures was performed, while the set was free of liquids/ priming solution. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.